Event description:
It was reported that the pt lost stimulation to needed areas. The pt underwent a lead revision on (B)(6) 2011 to reposition for coverage. The pt was unable to recapture stimulation during the reposition revision and elected to explant the system.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found no anomalies. The trace report was ok. The connector module, connector ports, access hole adhesive, grommets, setscrews and ins can were ok. Telemetry was ok, and there was good stable output on the electrode pairs as received. There was good stable output on all electrodes referenced to one electrode. There were no issues when pressing on the ins can.